Event description:
This patient had a hematoma and tape burns on his incision. This was reported to medical records on 04/25/2011. The patient was given antibiotics and was healed by (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).